Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-33. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported problem was confirmed using system logs, which recorded recurring error c-33. During testing, the erbe unit displayed error code c-33 on start and erbe log showed c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. Based on these findings, the root cause of the failure could not be determined. However, the root cause is likely an electrical component failure within the erbe.

Event description:
It was reported that prior to da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a c-00 error on the integrated electrosurgical unit (iesu) or erbe. Tse asked to do a power cycle of the erbe. Issue persisted. The customer stated they had also power cycled before the call. Tse asked if the customer had the y cable to set up the third-party generator. Tse walk-through with the customer on how to set up the force triad. The customer could set up the system with the third-party generator and continue with the procedure. The procedure was completed with no reported injury.